Manufacturer narrative:
Event date: this event occurred during the unspecified date of september 2022. Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor did not fully emptied. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.